Manufacturer narrative:
This complaint is currently being investigated.

Event description:
Nellcor puritan bennett received a report from a tyco healthcare service center that while monitoring a pt, the unit froze without making an alarm. There was no pt harm reported.